Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there was discrepant results. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: she "ran the test and it said negative but when she got home she said that it had an extra line on the test stick and she used the other scan card to scan that same test stick and it told her it was positive."

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there was discrepant results. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: she "ran the test and it said negative but when she got home she said that it had an extra line on the test stick and she used the other scan card to scan that same test stick and it told her it was positive."

Manufacturer narrative:
H6 investigation summary : this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2012804, ¿had a negative result but the same device was retested well after 15 minutes and resulted in a positive.¿ the customer did not follow bd's IFU guidelines as a single use test to be analyzed by the scanwell app with appropriate phone/software at the 15 minute time. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing was performed on the batch number provided. Results were acceptable and no relevant issue was found. The root cause is not following bd's IFU guidelines, this complaint was not confirmed. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h10.